Manufacturer narrative:
Follow-up #1: date of submission 3/11/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: black box shows no evidence of short battery life, two warnings are observed due normal battery wear. Returned battery cap and cartridge cap were used to complete the investigation. All currents draw are within specification. No alarms occurred during the investigation, the product performs within specification, unable to duplicate ¿short battery life¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.